Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The cause of the reported issue was isolated to depleted batteries. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device would charge slowly. This issue has the potential to delay the delivery of defibrillation. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would charge slowly. This issue has the potential to delay the delivery of defibrillation. There was no patient use associated with the reported event.

Manufacturer narrative:
The root cause of the reported issue was determined to be related to the age of the batteries. Per the operating instructions for the lifepak 15 device, 3314911-036 "it is recommended that batteries be replaced approximately every two years".